Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files indicated that there was report of incomplete startup group and missing machines like suite pc confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse identified that the system was stuck on boot up screen and unable to use the system due to hard disk becoming full and system stopped working and had to upgrade system from version r2.1l1 to version r2.2l7. Philips has initiated a medical device correction (res# 92165) /field safety corrective action (2023-igt-bst-002). The correction has been implemented on the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck on boot up screen. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.